Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad ((B)(6) 2018). On the same day, a coronary artery dissection grade a occurred. The dissection was caused by the medtronic device and was treated with a resolute onyx drug eluting stent implanted in the lad.

Manufacturer narrative:
Patient has a medical history of hypertension and hyperlipidemia. The index procedure was prompted by unstable angina and non-stemi mi. The investigator and sponsor assessed the event as being causally related to the device and not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sponsor assessment was updated to possibly related to the index device. If information is provided in the future, a supplemental report will be issued.